Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted along with concurrent anterior colporrhaphy, posterior colporrhaphy, and cystoscopy due to stress urinary incontinence, urethral hypermobility, cystocele, rectocele, and pelvic organ prolapse. It was also reported that she experienced chronic pain, physical pain and discomfort, dyspareunia, recurrence and worsening incontinence, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.